Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during a regular appointment at the hospital, the doctor saw that the pt had an infection in his implanted ear. While performing an otoscopy, he detected that the array of the active electrode was out of place. The device was likely explanted on (B)(6) 2012.